Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015 the tss reviewed the control results of biorad control lot#40290. The level 1 control result was 2.0 miu/ml and the range for the lot number was 0.9 - 1.7 miu/ml. The calibration rates that the customer had from the last calibration on (B)(6) 2015 were also reviewed and the determination was made that the assay should be recalibrated with fresh reagent. The customer recalibrated with fresh reagents and reported that the control was 1.4 miu/ml. The most probable cause of the reported event was due to old reagents..

Event description:
On (B)(6) 2015, a customer reported a shift in quality control (qc) with their aia-360 analyzer since her last calibration. The customer is unable to run lhii samples. A technical support specialist (tss) performed troubleshooting by phone to address the reported event which resulted in delayed reporting of lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.